Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 407 mg/dl and 73 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500167566) were tested with control solution and whole blood instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This serves as a correction report. Follow up #1 MDR was previously submitted in error under 2954323-2017-01024. The information submitted in MFR report #2954323-2017-01024 follow-up #1 was related to the issue reported under MFR report #2954323-2016-07007. A correction MDR was previously submitted in error under MFR report # follow-up #2. The information submitted in MFR report #2954323-2017-01024 follow-up #2 was related to the issue reported under MFR report #2954323-2016-07007.

Event description:
Readings of 407 mg/dl and 73 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 407 mg/dl and 73 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.